Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but a date has not been made available yet.

Event description:
The patient no longer has any hearing sensation with the device. No trauma has been reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition at the time of implantation a full insertion was reportedly achieved. The device explantation report form states that one channel was observed to be outside of cochlea; therefore a slight migration of the active electrode seems likely, which might have contributed to the lack of benefit. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer has any hearing sensation with the device. No trauma has been reported. The user has been re-implanted.